Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient came back two days post op of a laparoscopic cholecystectomy procedure and a cystic duct leak was identified. Leak noticed on (B)(6) 2015. Patient had ercp, sphincterotomy and stents placed to control the leak. No issues noticed with the device or clip formation at time of procedure.